Event description:
Pt receiving premetrexed/carboplatin chemotherapy treatment. At the end of the treatment a long thin filament described as hair like by the nurse was noticed in the safety tubing drip chamber. The nurse called the pharmacy and her nurse manager. All tubing with the same lot number were collected and the company notified. The company rep felt that this would have occurred during manufacturing and it is therefore sterile. The name of the tubing: 30" appx. 3.2ml. 20 drop administration set w/integrated clave drip chamber, spiros, hanger.